Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the multiple intermittent occlusion alarms occurred. Pump supplies were changed multiple times. Blood glucose was 500-600 mg/dl and manual insulin injections were administered to address bg. As the occlusions occurred in the past, tandem technical support could not determined a possible cause of the occlusions.